Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: jacopo d¿andria ursoleo, marina pieri, francesco calvo, savino altizio, mario gramegna, domenico pontillo, silvia ajello and anna mara scandroglio. Department of anesthesia and intensive care, irccs san raffaele scientific institute, milan, lombardia, italy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article "long-term quality of life, psychological distress, and caregiver burden in octogenarians with lvad: a single-center experience" that heartmate 3 may be related to psychological distress. This study assessed the long-term quality of life, as defined by both the 36-item short-form health (sf-36) survey and the euroqol 5 dimensions, 5-level questionnaire (eq-5d-5l)¿including the visual analog scale¿in octogenarian left ventricular assist device (lvad) patients. Additionally, the psychological health of octogenarian lvad patients using the psychological general well-being index (pgwbi) through the 22-item version of the zarit burden interview (zbi) was evaluated. One of the study patients, male, 73 years of age at time of implant) the patient experienced 2 hospitalizations while implanted with the heartmate 3 for arrhythmia and infection. The patient also experienced psychological distress/ effects. It was noted that the patient had a comorbidity of chronic kidney disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The serial number of the heartmate 3 left ventricular assist system in use was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system including cardiac arrhythmia, infection, renal dysfunction, and neurological events (not stroke related). Section 6, "patient care and management," lists arrhythmia, infection, and neurologic dysfunction as potential late postimplant complications. Furthermore, the IFU provides instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.